Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site: on 9/12/2016 - reported issue was that the o-arm would not boot and the pendant had a red ¿x¿ for the generator. After several reboots with the umbilical both disconnected and connected, there was no resolve. After further inspection, I confirmed the reported issue. The pendant had a red ¿x¿ for the generator, the standalone board (fans not working) and all generator boards had no led¿s lit, the audible clunks did not occur. Troubleshooting the standalone board revealed that f6 and f7 were good with only -202vdc (with respect to chassis ground) on each fuse (missing +202 volts). Power conversion board reveals j1 input voltage with good readings of +/-200vdc with reference to chassis (400vdc pin 1 to pin 3), bad output at j2 (0vdc across pins 1 & 3 ¿ should have 400vdc here going to the standalone board). Power conversion board ordered for next day repair. On 9/13/2016 - replaced power conversion board, system checkout passed, staff notified.

Event description:
A medtronic representative reported that the imaging system was unable to boot up into 2d or 3d mode. It was reported that the motion and mobile view station (mvs) system both displayed a 'ready' status, but the generator would not connect. The system was rebooted but the issue remained. A preliminary analysis of the system remote desktop showed that the generator was not booting up. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect power conversion enclosure was returned to the manufacturer for evaluation. The testing confirmed the reported issue that no power was being output from the enclosure. Confirming that the failure mode was electrically based.